Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a device separation occurred. The target lesion was located in the mid left anterior descending artery to the mid left main artery. A 1.50mm rotapro was selected for use. During preparation, the physician began the case using a non-boston scientific guide catheter with a non-boston scientific guidewire to cannulate the lad, supported by a non-boston scientific microcatheter to exchange wires for a rotawire (floppy). After preparing the rotapro system, the physician tested the system a few times before attempting to advance the rotapro into the patient, at which point there was a decrease in gas pressure. The physician then noticed that the shaft of the rotapro near the rota burr had separated. The procedure was completed with another of same device. No patient complications were reported. It was further reported that device was easily removed as it was in the catheter during the advancement into the patient. The patient's condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H6 - component code: corrected. H6 - device code: corrected. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that at 17.5cm from the distal tip of the sheath, the sheath was torn. A microscopic inspection of the device found that the distal end of the sheath was damaged and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that a device separation occurred. The target lesion was located in the mid left anterior descending artery to the mid left main artery. A 1.50mm rotapro was selected for use. During preparation, the physician began the case using a non-boston scientific guide catheter with a non-boston scientific guidewire to cannulate the lad, supported by a non-boston scientific microcatheter to exchange wires for a rotawire (floppy). After preparing the rotapro system, the physician tested the system a few times before attempting to advance the rotapro into the patient, at which point there was a decrease in gas pressure. The physician then noticed that the shaft of the rotapro near the rota burr had separated. The procedure was completed with another of same device. No patient complications were reported. It was further reported that device easily removed as it was in the catheter during the advancement of the device into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition following procedure was stable.

Event description:
It was reported that a device separation occurred. The target lesion was located in the mid left anterior descending artery to the mid left main artery. A 1.50mm rotapro was selected for use. During preparation, the physician began the case using a non-boston scientific guide catheter with a non-boston scientific guidewire to cannulate the lad, supported by a non-boston scientific microcatheter to exchange wires for a rotawire (floppy). After preparing the rotapro system, the physician tested the system a few times before attempting to advance the rotapro into the patient, at which point there was a decrease in gas pressure. The physician then noticed that the shaft of the rotapro near the rota burr had separated. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).